Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 11, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On an unspecified date in 2006, while at work, the pt obtained the blood glucose readings of 127 mg/dl and 135 mg/dl on the reported meter. At that time, the pt was experiencing the symptom of feeling faint. The pt took no action following these readings. Coworkers contacted emergency services. The pt reported that when paramedics arrived, they obtained a reading for the pt of 'in the 30's mg/dl'. The pt also experienced a panic attack. The pt was transported to the ER, where her blood glucose level was tested to be 30 mg/dl. The pt was treated intravenously with glucose. It would have been helpful to determine the time of the onset of the symptom of feeling faint, the pt's blood glucose readings earlier on the day of the event, what meals and medications had been taken prior to the event, if the pt was admitted to the hosp, her medication regimen and her expected blood glucose readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's testing technique was correct. The pt was unable to confirm if the meter was set to the correct unit of measure at the time of the event. The meter, test strips and control solution were replaced. The pt allegedly obtained elevated blood glucose readings while experienced symptoms suggesting hypoglycemia. The pt's readings prior to the onset of symptoms, and any actions taken based on those readings are unk. She rec'd emergency medical attn and treatment with glucose. Therefore, this complaint is being reported as an adverse event.